Manufacturer narrative:
Correction: complaint review determined that it was inadvertently missed in the initial report that the device failed the assessment loctite and cable during pretest in addition to the other failures. These failures were already mentioned in the initial medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to unauthorized repair, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device failed pretest for the following assessments: cutter lock assessment, safety assessment, air pump assessment, and handpiece temperature assessment. It was noted in the service order that the device emitted much noise when ran before use on a patient. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.